Event description:
It was reported that the patient with this inflatable penile prosthesis was dissatisfied as the cylinder buckled at the base of the penis. The device was explanted, and one side of the cylinder was replaced. No patient complications were reported.